Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported problem and replaced the erbe esu to resolve the reported problem. The system was tested and verified as ready for use. The erbe esu has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details cannot be performed via system logs because onsite connectivity is not available at this time. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, bipolar energy was not working on the erbe electrosurgical generator unit (esu). A backup generator was used and a field service engineer was dispatched to the to the customer site and replaced the erbe during a pause in the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Refer to the following fields for new information: d9, g3, g6, h2, and h3. Refer to the following fields for failure analysis information: h6 and h10. The erbe electrosurgical unit (esu) was returned for failure analysis but the reported problem could not be reproduced. The c-00 and m-31 errors were present in the error log. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to manufacturer for further investigation.

Event description:
Refer to h10/h11 for follow-up information.